Event description:
It was reported that the 8800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended, and put back into svc.